Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action h3 other text: device was not returned to manufacturing facility.

Event description:
It was reported that allegedly the fourth top right segments were dim for three devices, fourth top right and bottom left segments were dim for six devices, second top left segment was dim for one device and first top left and fourth top right segment was dim for one device. Reportedly, the display boards will be replaced for eleven large volume pump modules. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the fourth top right segments were dim for three devices, fourth top right and bottom left segments were dim for six devices, second top left segment was dim for one device and first top left and fourth top right segment was dim for one device. Reportedly, the display boards will be replaced for eleven large volume pump modules, and therefore, will be replaced. There was no reported involvement.